Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that the lubricant package was missing from the foley tray.

Event description:
It was reported that the lubricant package was missing from the foley tray.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Open catheter lubricating jelly. 6. Lubricate catheter which is pre-attached to collection bag. 7. Bag and catheter may be placed in basin until needed. 8. Prep patient with povidone-iodine swabsticks. 9. Proceed with catheterization in usual manner. 10. Periodic observations of this system should be made to assure that urine is flowing freely. Directions for taking specimen: after catheter has been inserted into the bladder and an initial flow of urine is seen in the collection bag: 1. Clamp off catheter using white clamp. 2. Insert plastic tube (inside bag) into the back of the sample device. 3. Open sample device over the sample container. 4. Unclamp catheter. 5. Allow desired amount of urine to drain into collection container. 6. Clamp off catheter. 7. Close sampling device. 8. Remove plastic tube from back of sampling device. 9. Unclamp catheter and allow remainder of urine to drain into the bag. 10. If urine is placed in specimen jar: a. Secure cap. B. Label specimen jar. C. Send specimen to laboratory."